Event description:
The customer reported high blood glucose. Prior to the event, the patient changed her infusion sets several times. In troubleshooting, it was discovered that the drive support cap was loose. The customer was advised to change the infusion set, reservoir, and insulin. The current blood glucose reading is 123 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.